Event description:
It was reported that, "when the surgeon was inserting the 1/8" headless pin, the pin stuck with the mrh fem cut gde."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded in the hospital and was not returned to the manufacturer. If device or additional information becomes available, it will be submitted in a supplemental report.